Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain and discomfort, incontinence, intermittent back pain, recurrent urinary tract infections and vaginal pressure. It was reported that the patient has had a stoma bag fitted but continues to suffer from pain and discomfort as her bowels do not empty into her stoma bag as they should. It was reported that the patient had a suprapubic catheter fitted since 2014. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/22/2022.